Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable lead displayed noise and low pacing impedance measurements. The lead was reprogrammed to unipoloar. A chest x-ray was performed. A request for additional information was made. There were no adverse patient effects reported.